Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿device does not always detect when the mechanism door is closed¿ was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be case shimming blocking the door from closing. The case shimming will be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not always detect when the mechanism door was closed during programming/setup. There was no patient involvement. No additional information is available.